Manufacturer narrative:
A2: mean age. A3: majority. B3, d6: estimated. D4: unique device identifier (UDI): in the absence of reported part number, UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction, thrombosis and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. It should be noted that the IFU states: size the reference target lesion diameter appropriately to avoid over expanding the scaffold to ensure adequate scaffold apposition. This will reduce the risk of causing scaffold damage. Based on the information reviewed, a conclusive cause for the reported difficulties and patient effects could not be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: "everolimus-eluting bioresorbable stent vs. Durable polymer everolimus-eluting metallic stent in patients with st-segment elevation myocardial infarction: results of the randomized absorb st-segment elevation myocardial infarction¿ trofi ii trial".

Manufacturer narrative:
Age: mean age, sex: majority, date of event and implant: estimated. The device remains implanted and will not return. Investigation is not yet complete. A follow-up medwatch report will be filed with additional, relevant information. The absorb device is not commercially available in the u.s.; however, it is similar to a device sold in the us. The xience xpedition device referenced is filed under a separate medwatch report number.

Event description:
It was reported through a research article that the absorb scaffold and the xience xpedition stent may be related to restenosis, malapposition, and target lesion revascularization. Absorb only: a subacute thrombosis which lead to a myocardial infarction (mi) and revascularization. Reportedly, this was due to inadequate matching of the vessel size and device selected (vessel size was 1.92mm and scaffold selected was 2.5mm). Specific patient information is documented as unknown. Details provided in the attached article titled: ¿everolimus-eluting bioresorbable stent vs. Durable polymer everolimus-eluting metallic stent in patients with st-segment elevation myocardial infarction: results of the randomized absorb st-segment elevation myocardial infarction¿ trofi ii trial.¿